Event description:
It was reported that during a routine follow up visit, an error occured while attempting to interrogate the device. Another programmer was used to interrogate, and the same error occurred. A manual guided reset procedure was performed successfully, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.